Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. The pump was received with critical pump error (open book image) alarm, pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to a broken trace at u1 keypad assembly. The critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing end cap address label. ,missing serial number label, cracked case behind the pump near the battery compartment, broken reservoir tube lip, stained keypad overlay, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had experienced critical pump error on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.